Event description:
Note: date pf the event is unknown. It was reported to boston scientific corporation in 2006 that a resolution clip device was used during a procedure (patient gender, age and weight are unknown). According to the complainant, "the clip did not fired correctly and would not detacth itself from the catheter." There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. The device was not returned for evaluation; therefore, the cause of the reported malfunction is undetermined.